Event description:
It was reported by service report that the chair goes down too fast and the track belt and rollers were worn and damaged. The customer could not determine whether there was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Track; roller.